Event description:
On 01/03/97, the facility's purchasing secretary contacted co and stated that the facility oncology nurse had reported that "when you open up the device box, it is very easy to contaminate the rest of the box."